Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that in-stent occlusion occurred. The patient underwent treatment with the eluvia device on (B)(6) 2020 as part of the regal clinical trial. The target lesion was located in ostial, proximal, mid, and distal left superficial femoral artery (sfa), involving proximal popliteal artery (ppa) with 100% stenosis. The target lesion was 300mm long, with a proximal and a distal vessel diameter of 5mm. The lesion was treated with pre-dilatation and the lesion was crossed subintimal. Three 6x100mm eluvia stent, one 6x80mm eluvia stent, and one 6x60mm eluvia stent were placed. Following post dilatation, residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2020, a stent occlusion of left sfa was observed. The patient was hospitalized and femopop 3 (fp3) bypass of the left sfa will be performed on (B)(6) 2020. At the time of reporting, the event was ongoing.

Event description:
It was reported that in-stent occlusion occurred. The patient underwent treatment with the eluvia device on (B)(6) 2020 as part of the regal clinical trial. The target lesion was located in ostial, proximal, mid, and distal left superficial femoral artery (sfa), involving proximal popliteal artery (ppa) with 100% stenosis. The target lesion was 300mm long, with a proximal and a distal vessel diameter of 5mm. The lesion was treated with pre-dilatation and the lesion was crossed subintimal. Three 6x100mm eluvia stent, one 6x80mm eluvia stent, and one 6x60mm eluvia stent were placed. Following post dilatation, residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2020, a stent occlusion of left sfa was observed. The patient was hospitalized and femopop 3 (fp3) bypass of the left sfa will be performed on (B)(6) 2020. At the time of reporting, the event was ongoing. It was further reported that the event was considered to be resolved on (B)(6) 2020.

Manufacturer narrative:
A1: patient identifier: (B)(6).